Event description:
The device was returned from customer for svc. During svc by baxter tech, the device was found to have failure code 703 in the event history. Customer reported there were no pt injuries or med intervention associated with this report.